Event description:
It was reported the patient received inappropriate shocks for oversensing related to cautery during a surgery. A magnet was not used to suspend therapy from outside interference. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.